Manufacturer narrative:
Review of the event log for concomitant pcu sn (B)(4) showed no recorded entries for the reported event date.

Manufacturer narrative:
No product was returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that while in an elevator during transport to imaging, a patient receiving pressor infusions had a drop in blood pressure, and the nurse noted that the pump had an amber screen and displayed a battery alert. The nurse plugged the pump in to the nearest wall socket upon exiting the elevator to ensure that the infusions continued. A new pump was obtained, and during programming it displayed the same battery warning message. Another new pcu was obtained and the infusions were then continued without issue. The patient had been on life support with a blown pupil; the patient was declared brain dead and passed away on (B)(6) 2016. The customer is not alleging the pump had any bearing on the patient¿s demise. The pcu was evaluated in the facility biomed department and was found to have a dead battery, which was replaced.

Event description:
A copy of the customer's medsun report was received which stated: "the IV pump had been plugged in at the bedside for several hours and ran without problems. Patient needed to be transported from the ICU to the radiology department. The pump battery light was green and the vasopressor drips were running. When the elevator stopped on the second floor, the patient's blood pressure began to drop. The nurse went to increase the rate of the drip, and at that moment the IV battery light changed to amber and there was an alert that the battery was about to shut down. Thankfully there was an electrical outlet in the wall right there that the nurse could use to plug in the IV pumps. The pump then continued to work throughout the cardiac arrest. The patient survived the code and was taken back up to the ICU. The patient died 20 hours later. After a root cause analysis it was determined that the death was not related to the IV pump battery failure; however, we consider this a serious near miss. A second IV pump was running and a third IV pump was brought down to the patient as well. Patient was being transported from the ICU to the CT scanner. This patient was critically ill on the ventilator with several vasopressor drips running. Four channels were being used on one brain and two channels on a second brain."